Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separated report for the versacross dilator will be submitted. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis. It was further reported that the act was maintained. Patient remained hospitalized however discharge status is unknown per account.